Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, selftest and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had error of moment in hall sensor detected. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer previously got the hardware low level failure alarm. The device will be returned for analysis.